Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section h3: the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A physician reported a complaint regarding the healon duet pro ophthalmic viscosurgical device, specifically related to the new cannula tip design. The tip was described as overly aggressive and insufficiently rounded, with a diameter resulting in a larger-than-intended paracentesis. Additionally, the 30-degree angulation was noted to be difficult to maneuver within the limited intraocular space, potentially causing increased pressure on the capsular bag. The need for a larger incision was reported to contribute to dispersal of ophthalmic viscoelastic device through the primary incision, which was associated with a descemet membrane detachment and subsequent visual disturbance in the left eye. The event occurred during device use. The product is not available for return. No further information was provided.